Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4318, lot #: 18388886, description: clik x anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that patient had an infection at the midline incision site. Symptoms of redness and swelling were noted. The physician believed that infection was not device related. The patient was placed on antibiotics and was explanted.